Manufacturer narrative:
The covidien customer support engineer (cse) verified the malfunction and replaced the backlight inverter printed circuit board (pcb). The unit passed all testing and operates within the manufacturing specifications. (B)(4).

Event description:
Covidien received information stating that both displays on an 840 ventilator were blank. The ventilator was not in use on a patient at the time the malfunction occurred.